Event description:
Home health nurse reported blood glucose results of 518 mg/dl on the customer's advantage system and 172 mg/dl within 10 minutes on the nurse's professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.